Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. Upon investigation, the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
During routine servicing of electrode belt sn (B)(4), a reportable device malfunction was found. The electrode belt failed incoming functionality testing.